Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ag`s comes to the following conclusion: the logfiles do not show any indication of a malfunction in the hamilton-c6 ventilator. No ventilation stop, technical faults, or technical event alarms were recorded. The most probable root cause was moisture accumulation in a third-party breathing circuit (f&p), which may have affected sensor performance. The issue could not be reproduced during service testing using hamilton components. No parts were changed. The device is back in use. The case is considered as closed.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): it was reported that a hamilton-c6 ventilator showed error messages and stopped delivering breaths during patient therapy, requiring temporary manual ventilation. The issue occurred twice within a short time, even after rebooting the device. No physical disconnection was observed, and a nurse suggested the exhalation valve might not have been properly locked. No harm to the patient was reported. The setup included a hamilton circuit and an fisher & paykel (f&p) humidifier, and log files were shared for review. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported.